Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their pump had a blank display. The customer's blood glucose was 330 mg/dl at the time of the incident. The customer states that the pump had displayed 3-4 bars when they inserted the battery, but died after 3 hours. Troubleshooting was unable to resolve the blank display. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display.